Event description:
It was reported that upon interrogation, the pulse generator displayed an error message. After the device diagnostics was cleared the device was reinterrogated, normal device function resumed. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received.